Event description:
The user facility in korea reported the cutter worked correctly during trial connection. They started with a low cutter speed; however when geared up to higher speed the cutter function was not working properly. During surgery the cutter failed to provide adequate cutting action, the aspiration continued. There was no impact to the patient reported.

Manufacturer narrative:
Evaluation completed. One opened bl5623 pouch from lot u9434 was returned. The tip protector is in place. The needle is not bent. The port window is in the opened position. There is dried solution visible in the aspiration line. The back cap is off center of the vent hole by approximately 5 degrees or less. A functional test was performed using a stellaris pc system. The inner needle was stuck at first for about 30 seconds. After reducing the cut rate to 2000 c.p.m., the inner needle broke loose and began to move. The cutter would not cut. It was then discovered that the cutter was not aspirating. The sterilization and lot history records have been reviewed and found to be acceptable.